Manufacturer narrative:
The device was not returned for evaluation. It was reported that the cannula had pulled out of the infusion site. A dislodged cannula could interrupt insulin delivery and may lead to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide model: ust400 14421-aw rev h 01/16 using the pod 5 / pages 44 ¿ 45: warning: check often to make sure the pod and soft cannula are securely attached and in place. A loose or dislodged cannula may interrupt insulin delivery. Verify that there is no wetness or scent of insulin, which may indicate the cannula has dislodged. Warning: because insulin pods use only rapid-acting insulin, users are at increased risk for developing hyperglycemia (high blood glucose) if insulin delivery is interrupted. Checking your blood glucose 7 / page 96: warning: test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). Warning: if you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
Patient applied a pod on (B)(6) 2018 before going to bed. She woke up at 2:00 am feeling ill, and vomited. She checked her blood glucose (bg) levels and they were at 11.8 mmol/l (212 mg/dl). Later that morning (on (B)(6) 2018), the patient¿s bg levels had reached 25.8 mmol/l (465 mg/dl). The patient took a shower and reported that her pod fell off while she was showering, causing the cannula to dislodge from the infusion site. She had worn the pod for approximately 4 to 24 hours. It was also reported that the patient was feeling chest pain, and it was noted that she has a history of heart disease. On (B)(6) 2018, she went to her doctor to undergo an electrocardiogram (ECG) test; the test results were reportedly abnormal. Due to her known heart problems, the patient was referred to the emergency room (ER) where she went through additional testing. No further treatment details were provided.